Event description:
This is to report the failure of a wright hip prosthesis that was implanted in our client, sr.'s left hip using a retrodeviation stem in 2004 at medical center. The prosthesis failed in 2008, resulting in its removal by dr of a clinic association at the hospital, on four days later. Macrophotographs are enclosed. The parts bear the following identification.